Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer experienced a low blood glucose (bg) level; however, the customer was unable to provide a bg value. It was reported that the cause of the low bg was due to a ten mile hike, and not due to the pump or supplies. The customer consumed some food and drank orange juice to stabilize bg level. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.